Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as reports for specific dates were not available in the report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_r, version pch00141755. After a thorough investigation the software support team confirmed through database application logs that the patient was using device with serial number: ng3482168h until august 1 2024 and started using device with serial number ng3817149h on september 9 2024.the patient has not uploaded snapshots from september 9 2024 to january 9 2025.the upload from january 9 has backfilled data till november 9 2024. Pump data gets overwritten if the pump memory is full. This is the reason there is no data from september 9 2024 to november 9 2024. The most likely root cause is the patient has switched devices. They were using device with serial number: ng3482168h until august 1 and started using device with serial number ng3817149h on september 9. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: they patient was using device with serial number: ng3482168h until august 1 2024 and started using device with serial number ng3817149h on september 9 2024. The patient has not uploaded snapshots from september 9 2024 to january 9 2025. The upload from january 9 has backfilled data till november 9 2024. Pump data gets overwritten if the pump memory is full. This is the reason there is no data from september 9 2024 to november 9 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.